Event description:
It was reported by user that the cs300 intra aortic balloon pump(iabp) had low vacuum alarm displayed on screen. Observed cs300 failing performance test and k8 not operating. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.